Event description:
Account alleged the mattress ticking on the bed was torn which let blood seep into the mattress.

Manufacturer narrative:
Account replaced the ticking, head bladder, topper foam and fire barrier to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.